Event description:
In april 2004, the pt reportedly was unable to hear while using the sound processor. External equipment was exchanged. However, the problem was not resolved. Four days later, the pt was seen for eval. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.